Manufacturer narrative:
The customer confirmed that the leak was at pinch valve pv27 (erythrolyse reagent delivery tubing) and the customer replaced this tubing, resolving the leak and non-numeric differential results. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument and the customer observed non-numeric differential results at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.